Event description:
It was reported to philips that the system's wireless footswitch was unable to connect wirelessly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed when the issue happened, and procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and found system's wireless footswitch was unable to connect wirelessly. Upon troubleshooting fse confirmed the colour of the battery indicator at the time of occurrence was green and there is the problem with the wireless function. To resolve the issue, fse replaced the wireless foot switch. After the replacement of wireless foot switch, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.